Event description:
It was reported that insulin gauge displayed amount different than what customer expected earlier in the day, showing 120 units instead of 300 units and differing by more than 30 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue when pump battery died by reloading cartridge.